Event description:
Information received indicates the bed has no functions due to corrosion on the foot board connectors.

Manufacturer narrative:
(B)(4). A batch review was peformed for the suspect lot numbers (h10h28010, h10g27022), with no defects noted. The cause of the peritonitis was due to touch contamination. A labeling review was performed and found to be adequate for the potential use error in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on unreported date, in 2010, the patient did not wear a mask/ patient made mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed and was positive for klebsiella pneumoniae. Treatment information was not provided for the events. Pd therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. It was not reported whether the events of did not wear a mask/patient made mistake/touch contamination resolved. The patient's concomitant medications were not reported. A causal relationship was not reported for the events of did not wear a mask/ patient made mistake/touch contamination.